Event description:
Event description cpi received information that the implantable pulse generator (ipg) is exhibiting undersensing in atrial capture. The patient is scheduled for re-evaluation. The ipg remains active and implanted at this time. Cpi will submit addtional information if it becomes available. On 8/15/96 cpi received information that this unipolar lead, model 4169, was removed from service because of failure to capture.